Event description:
Additional information indicated the patient was readmitted (B)(6) 2015 for a manipulation under anesthesia. The patient also presented with swelling of the right knee on (B)(6) 2016 however no treatment was provided.

Manufacturer narrative:
Other components involved in this event have been communicated through mdrs 1020279-2017-01140 , 1020279-2017-01141 and 1020279-2017-01142. (B)(4).

Event description:
It was reported the patient underwent a manipulation under anesthesia due to loss of flexion.